Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that this ring model 5200m28 was explanted from the mitral position after an implant duration of 1 year and 4 months for unknown reason. An ID card was received with question "was this due to a deficiency of the original device?" Marked as "yes". No other information was provided. During same surgery the patient received a magna ease valve model 3300tfx23mm in the aortic position.

Manufacturer narrative:
Updated section h6 codes for type of investigation, investigation findings and investigation conclusions. The device history record (DHR) review was completed and no related non-conformances were found. Although the product was not returned and there is an allegation (per the implant data card, there was a deficiency of the device), there is no information available to suggest a manufacturing non-conformance after an implant duration of 1 year and 4 months. Additionally, there is no evidence of product failure with regard to design, reliability, or use error. Based on the information available, a definitive root cause cannot be conclusively determined. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.